Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 24mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. It was indicated that there were no bends or kinks been observed in the delivery sheath. The field provided no information regarding the size of the used delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.